Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. On or about (B)(6) 2015 the patient underwent placement of a vena cava filter to prevent thromboembolytic events following a pulmonary embolism; ivc filter placement within the infra-renal segment of the ivc. It is alleged the device malfunctioned, and the ivc filter became embedded into the vena cava wall. On or about (B)(6) 2015 an attempt was made to remove the ivc filter. Physician noted, this filter is in place crossing the renal veins; we snared it from above (right internal jugular vein approach) and below (right common femoral vein approach) and we were unable to get it to collapse all the way and remove; it has obviously grown into the inferior vena cava wall too much, therefore the procedure was aborted at that point; the filter has not changed in its position, therefore it will remain. The explant date is unknown. The UDI number is not applicable to this device as it was manufactured prior to 09-24-2016. As device remains in patient, no device analysis is possible. The instructions for use (IFU) notes the adverse effects as follows: a full explanation of the risks and benefits should be discussed with each prospective patient prior to implantation. Adverse effects range from mild to serious. Serious adverse effects, sometimes leading to surgical intervention or death, have been associated with the use of ivc filters. In addition, complications due to individual patient reaction to an implanted device, or to physical or chemical changes in the components, may necessitate reoperation and replacement of the filter. Possible adverse effects associated with ivc filters include, but are not limited to, the following: arrhythmia, arteriovenous fistula, back or abdominal pain, contrast media extravasation at time of vena cavogram, death, deep vein thrombosis, delivery system detachment or embolization, emboli (air, thrombotic or tissue), filter expansion failure, filter or device entanglement, fever, filter fracture, filter thrombosis or occlusion, filter malpositioned, mis-oriented or compressed, filter migration, filter embolization, guide wire entrapment , hematoma or nerve injury at the puncture site or subsequent retrieval site, hemorrhage with or without transfusion, hemothorax, inability to retrieve filter, infection, intimal tear, occlusion of small vessels, organ injury, pain or discomfort, perforation or other acute or chronic damage of the ivc wall, phlegmasia cerulean dolens, phneumothorax, post phlebitis syndrome, pulmonary embolism (recurrent or new), renal injury or failure, restriction of blood flow, stenosis at implant site, stroke, thrombosis, venous ulceration, vessel dissection, perforation, ulceration or rupture, vessel spasm. The IFU further warns the decision to use an ivc filter must ultimately be made by the physician on an individual patient basis after carefully evaluating the intended use and indications and the short and long term risks and benefits to the patient as compared to alternative methods of treatment. It also warns use of excessive force to retrieve the filter can result in damage to the retrieval devices and/or damage to the vena cava. The IFU precautions for optional filter retrieval: · an inferior vena cavagram evaluation for thrombus should be performed prior to attempted retrieval. · do not attempt retrieval if thrombus is present in the filter and/or caudal to the filter. · do not redeploy a retrieved filter. It should be handled and disposed of in accordance with accepted medical practice and applicable local state and federal laws and regulations. · anatomical variances may complicate the removal procedure. Note: standard and guidelines developed by the society of interventional radiology recommend that patients with filters, permanent or retrievable, are tracked and should receive follow up visits subsequent to the placement of the filter. FDA recommends that implanting physicians responsible for the ongoing care of patients with retrievable ivc filters should consider removing the filter as soon as it is no longer needed. FDA encourages all physicians involved in the treatment and care of ivc filter recipients to consider the risks and benefits of filter removal for each patient. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
The event was reported by way of allegations in a legal complaint. It is alleged on or about (B)(6) 2015, the patient underwent placement of an inferior vena cava (ivc) filter to prevent thromboembolytic events following a pulmonary embolism. It is alleged the device subsequently malfunctioned, and the ivc filter became embedded into the vena cava wall. To date, the patient has endured one failed surgery to attempt to remove the device, on or about (B)(6) 2015, as well as other extensive medical care and treatment. Post-procedure follow-up on (B)(6) 2015 indicated that overall the patient is doing well; patient does not need the ivc filter removed; does not need to be on coumadin; follow-up as needed. This event is being reported due to the inability to retrieve the filter and potential filter migration.